Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a four vessel run off diagnostic procedure using a 6f sheath. Reportedly, when locking the knot, the suture broke and came out. The physician was in training and left the guide wire in so the suture was locked over the wire. Because the wire was still in, a second prostyle device was used and deployed successfully; however, hemostasis was not achieved. A non-abbott device as used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.